Manufacturer narrative:
Remove data provided in the initial report method: scanning electron microscopy. Result: product tested and no manufacturing related issues found. Evaluation summary: edwards lifesciences received a ring holder with a missing section at the handle attachment site. The broken off piece of the holder was retuned. The piece and the holder make a completed match. An edwards engineer viewed the holder and observed a single, clean break was observed at the base of the clip area. It was also noted that when the two pieces are placed together no fragments appear to be missing. No signs of cracks or air bubbles in the area of the break were noted. It is possible that the break was a result of excessive force to the clip area of the holder. The engineer replicated a possible scenario by applying excessive force to another holder. A large amount of force was required, but a break [to] the part was possible. The break appears almost identical to that associated with the complaint device. The break was in the same location and resulted in two pieces with no other fragments. A product risk assessment was conducted for this issue. Further investigation of the holder revealed that there was no evidence of manufacturing flaws or defect (such as bubbles or cracks) which would act as a potential crack initiation point and subsequent break region. R&d analyzed the fracture surface using scanning electron microscopy (sem). It was determined that a single overload stress initiated and caused the fracture to occur. The r&d analysis noted the fracture initiation area, circled in the image below, and determined the area following the fracture initiation is smooth and appears to be brittle. Overall, this was an isolated incident with no evidence of manufacturing nonconformance or defects. No other complaints related to broken ring holders were found.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The operative report and patient information were requested, but have not been provided. Handles or sizers that fragment when in use within an or setting have the potential to result in a piece being retained in the heart that could then embolize when the patient's heart begins beating. This has the potential to cause a stroke or myocardial infarction.

Event description:
It was reported that the snap-in part of the ring holder cracked sometime between the implantation and separating the ring from the ring holder. The healthcare worker spent about 1 1/2 hours looking for the broken piece and it was found on the surgical drape (not in the chest). The ring remains implanted.